Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump had a constant downstream occlusion alarm. Per reporter there was no patient involvement. No adverse effects were reported.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent downstream occlusion functional testing; confirming the reported customer allegation. The fault was a result of a faulty downstream sensor, which was then replaced. The problem source has been determined to be unknown.